Manufacturer narrative:
H10: a field service engineer (fse) went onsite and replaced as well as calibrated the touchscreen to resolve the issue. The fse replaced and calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer calibrated the touchscreen but this did not resolve the issue. A quote was sent to the customer for service but later cancelled as the customer stated they would handle the repair themselves. No work was performed by philips. The customer cancelled the quote for service as they stated they would handle the repair themselves. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of specifications. This touch screen failed due to multiple resistance measurement failures.